Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported position in aorta alarm kept happening with impella cp. The physician did not think that the cp was in aorta after performing echocardiogram. The position could have possibly been a bit shallow due to the patient¿s small stature and small left ventricle. The patient remained stable and care was not altered from issue.

Manufacturer narrative:
The investigation of positioning issues has been completed. The impella device was not returned for evaluation. Based on the clinical details the cause of the positioning issues most likely was patient condition related due to small left ventricle.